Event description:
Nbir reported left side "suspected/actual rupture/deflation." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspected/actual rupture/deflation".